Manufacturer narrative:
A health hazard evaluation that included use error of this bed was done at hill-rom, and a reportable recall is being undertaken as a conclusion of the health hazard evaluation. Hill-rom is working with the (B)(4) for this recall. The recall number is z-0332/0333-11.

Event description:
It was reported to hill-rom that the siderails of the excel bariatric bed were very hard to get down to perform CPR. The account climbed over the siderail in order to get access to the pt. Eventually, the account was able to get one of the siderails down. The pt expired. The account stated that there was no way of saving the pt because of other medical issues, and that the delay of care due to the inability to lower the siderail did not affect the outcome. A hill-rom service tech inspected the bed and found all of the siderails to be working. After speaking with the account, it was determined that the pt's weight against the siderail prevented the siderail from being lowered.